Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering the insulin and he was experiencing high blood glucose of 361mg/dl. The customer stated that he disconnected the device to deliver insulin, and it did not come out enough. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.